Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging call service alarm issue. There was no indication that the product caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the pump black box showed that the data from the date of the event had been overwritten. During investigation, the pump was powered on and no alarms were emitted during testing. The issue of a call service alarm issue was not able to be duplicated or confirmed during testing. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.